Event description:
It was reported that an increase in pacing threshold was observed. As a result, the patient reported experiencing some diaphragmatic stimulation. The physician was not able to reproduce this. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the lead was returned for analysis due to high pacing thresholds. The electrical tests were performed and the results indicated normal device characteristics. The inner coil at connector pin was slightly over-torqued and outer insulation was cut at 18.0 cm to 19.5 cm from connector pin. These damages are consistent with that occurring at the time of explant.